Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a 60-year-old female patient, on (B)(6) 2025, due to a rupture of the right maxillary artery, used a suction-type tracheostomy tube and accessories to maintain airway patency through the tracheostomy, with no abnormalities at that time. Emergency consultation at 6 pm on (B)(6) 2025, the patient suddenly developed difficulty breathing, with blood oxygen dropping to a minimum of 85% and obvious retractions. Suspecting tracheostomy tube blockage, the tube was immediately replaced at the bedside, after which the patient's vital signs stabilized. There was no patient harm reported.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.